Manufacturer narrative:
Reported event: it was reported that "the vizadiscs pop off the array when impacting the cup.... This has occurred previously and were placed back on to finish cases. Dr (B)(6) asked that I have the array replaced now that is has reoccurred." The event was confirmed. Method & results: device evaluation and results: visual inspection: the array showed signs of wear. See attached image. Functional inspection: the device is non-functional. Product history review: review of the device history records indicate 30 devices were manufactured and accepted into final stock on 11-10-2011 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 112230, lot 19050811 shows 0 additional complaints related to the failure in this investigation. Conclusion: the investigation concluded that alleged failure mode was caused by wear. Product surveillance will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication or evidence available at this time to suggest that there was a product non-conformity or unanticipated hazard. Should additional information become available the investigation will be reopened and re-evaluated.

Event description:
The vizadiscs pop off the array when impacting the cup.... This has occurred previously and were placed back on to finish cases. Dr (B)(6) asked that I have the array replaced now that is has reoccurred. Case type: tha.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The vizadiscs pop off the array when impacting the cup.... This has occurred previously and were placed back on to finish cases. Dr cornelius asked that I have the array replaced now that is has reoccurred. Case type: tha.